Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient was placed onto impella support for acute myocardial infarction complicated by cardiogenic shock. While on support, oozing noted at impella site. Heparin was held. Pt ventricular fibrillation arrested with cardiopulmonary resuscitation and epinephrine transthoracic echocardiogram shows pericardial effusion requiring pericardiocentesis and pericardial drain placement. Heart rhythm converted to bbb. Transfusion to be given for low hgb in seeing of high pericardial drain output. The patient developed new-onset acute systolic heart failure characterized by reduced left ventricular function and contributed to multi-organ dysfunction, including aki and hemopericardium. Patient developed new-onset ventricular tachycardia (vt). The arrhythmia contributed to clinical deterioration and was managed with amiodarone. The patient developed acute renal failure. Clinical suspicion for acute tubular necrosis (atn) was high due to prolonged hypotension and ischemic insult. The patient developed acute hypoxemic respiratory failure associated with pneumonia and esbl e. Coli infection, and required intubation.

Manufacturer narrative:
The investigation for the reported major bleed, respiratory failure,tachycardia,ischemia, and infection has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the major bleed, respiratory failure,tachycardia,ischemia, and infection could not be determined.